Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. Troubleshooting was performed. The customer blood glucose was 128 mg/dl at the time of the incident. The customer is using a new insulin pump but stop working. Customer advised the pump will need to be replaced and recommended customer refer to back up plan per hcp instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had a critical pump error after battery installation and a pump error found in the alarm history file due to a software error. Analysis was unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. The insulin pump was received with minor scratched display window and case.